Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The customer confirmed seeing a single 1 error and the cse asked the customer to perform a luminometer test. The cse confirmed that there was liquid found in the cuvette waste bin and cuvette loader errors were present. The cse cleaned and reset the luminometer and cleaned the waste probe tubing. The pinch valve was also replaced. Three dark count with the cuvettes were performed. The customer performed a routine maintenance and quality controls (qc) resulted as successful. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Two discordant, falsely elevated total human chorionic gonadotropin (total hcg) patient results were obtained on an advia centaur xp instrument. The discordant results were reported to the physician(s). The same samples were repeated on an alternate advia centaur xp instrument. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated total human chorionic gonadotropin (total hcg) patient results.